Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer underwent a pancreatectomy on (B)(6) 2016. Post pancreatectomy, the patient was re-admitted to the hospital on (B)(6) 2016 due to sepsis infection. Upon discharge from hospitalization on (B)(6) 2016, the customer resumed insulin therapy on the pump. On (B)(6) 2015, the customer died due to untreated sepsis infection. No issues regarding blood glucose level were reported. However, it is unknown if the customer was using the pump for insulin therapy at the time of death, because the customer had refused to return to the hospital for additional treatment of sepsis infection and passed away at home. Although requested, no additional information regarding this event was provided.